Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an episode of supra ventricular tachycardia (svt) that was suspected to have been an episode of ventricular tachycardia (vt). It was also suspected that the device had withheld detection due to onset programming. The patient was externally cardioverted successfully, and the ICD remains in use. No further patient complications have been reported as a result of this event.